Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had intermittent kv on in error and ma on in error messages. The errors cause the system to shut down. There is no report of injury or death associated with this event.